Event description:
Around 0405 chemo infusion pump was beeping, upon assessment. This rn noted chemo leaking from tubing chamber vent to the floor. With approximately 20ml of fluid noted on the floor. Chemo received at the time infusion was paused was 109ml with 238ml remaining in bag per pump info. Chemo was paused at this time. Initiated chemo spill/clean up protocol. No chemo medication reached out patient or bed and linens. Covering md was notified- seen patient at bedside. Chemo pharmacist on call was notified as well. Covering provider was made aware and planned to speak to attending later in the morning. Manufacturer response for IV tubing, (brand not provided) (per site reporter).